Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the plate has been found broken 5 months after the surgery. The patient had symptoms of left thigh deformity and pain with limited mobility. The 1st surgery was dated: (B)(6) 2013. And another surgery has been performed. No device will be returned because it has been thrown away by hospital. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Evaluation will not be performed. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.